Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint was received into the company in the form of a literature paper with the following comment: literature article received titled, " fracture of the anterior locking flange of a total knee arthroplasty polyethylene liner presenting with pain following knee replacement" no products were received and no further product information was received. The literature paper was forwarded to clinical specialists for review. They commented: the article purpose: to highlight a specific case report, outline the subsequent treatment, and report patient outcome. The article reports: an 80 year old caucasian male presented to an arthroplasty review clinic 8 and a half years following the insertion of a primary depuy pfc sigma posterior stabilised (ps) tka. Exploratory radiographs showed liner dissocation. Upon revision surgery, it was evident that the polyethylene liner had fractured which allowed this dissocation from the tibial tray to occur. The article reports: the patient was treated one month later. During durgery, the poly insert was replaced with a brand new insert. The tibial and femoral components were undmaaged and securely attached. The patient reports stable knee function and similar range of mobility as he experienced before this incident. Cement usage and patella resurfacing was not mentioned in this case report. Depuy products involved: pfc sigma ps tka poly insert. Without returned parts, no further investigation of the associated products can be made. No investigation as to manufacturing defects can be made without product codes and batch numbers. Post-market surveillance is per sep-419. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
Literature article received titled, " fracture of the anterior locking flange of a total knee arthroplasty polyethylene liner presenting with pain following knee replacement". Literature article "fracture of the anterior locking flange of a total knee arthroplasty polyethylene liner presenting with pain following knee replacement" (2014) by richard jeavons, daniel dowen, paul rushton, daniel ryan, peter gill published by the journal of orthopaedic case reports doi: 10.13107/jocr.2250-0685.170 was reviewed for mdv reportability. The article purpose: to highlight a specific case report, outline the subsequent treatment, and report patient outcome. The article reports: an (B)(6) year old caucasian male presented to an arthroplasty review clinic 8 and a half years following the insertion of a primary depuy pfc sigma posterior stabilised (ps) tka. Exploratory radiographs showed liner dissociation. Upon revision surgery, it was evident that the polyethylene liner had fractured which allowed this dissociation from the tibial tray to occur. The article reports: the patient was treated one month later. During surgery, the poly insert was replaced with a brand new insert. The tibial and femoral components were undamaged and securely attached. The patient reports stable knee function and similar range of mobility as he experienced before this incident. Cement usage and patella resurfacing was not mentioned in this case report. Depuy products involved: pfc sigma ps tka poly insert.